Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the physician successfully aspirated thrombus using the aspiration pump max 110. When the physician attempted to re-use the aspiration pump max 110 (after turning it off) the pump would not work when turned on. The physician unplugged the aspiration pump max 110 and plugged it back in and the aspiration pump max 110 began to aspirate again. The procedure was completed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: included lot number of device and manufacture date.

Manufacturer narrative:
Result: there was no visual damage to the exterior of the pump. See figure 1 for documentation of the pump serial number. Conclusion: the compliant has been evaluated. The compliant indicates that the first time the pump was powered on it functioned correctly. The second time the pump did not aspirate. The pump was unplugged and then powered on again and functioned correctly. At the end of the procedure the pump was powered off and then powered back on and did not aspirate. Evaluation of the returned product confirmed that the pump was fully functional. If the pump vacuum pressure is not released before an attempt to power it back on (after cycling on then off), it is likely that the pump will not power on with and operate with adequate aspiration. During evaluation, the pump was power on/off several times and functioned correctly. The pump was fully functional. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.